Event description:
It was reported via repair work order that the bed lift would not lower all the way down due to the bed needing to be recalibrated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.